Manufacturer narrative:
UDI information corrected. Gudid information remains unavailable as this sku is not marketed in the united states.

Event description:
Follow-up 1 to correct UDI information.

Manufacturer narrative:
The device history records were reviewed based upon the lot number provided and the records were found to be complete and accurate. The sterilization documentation for this lot was also reviewed and no out of specification results were found. The root cause of the reported urinary tract infection cannot be determined. Causation has not been established. This exact sku (72144-2-30) is not marketed in the us but a similar sku (70144) is. This MDR is based off of the similar sku. UDI information including di and pi information is available for 72144-2-30.

Event description:
It was reported that an end user who catheterizes 6 times a day for over 8 years and who uses the hollister vapro intermittent urethral catheters experienced a bladder infection in the beginning of (B)(6) 2024. The end user reported that he experiences utis at least once a year and that he always gets utis when his immune system breaks down or under stress. The end user reported that the health care professional also diagnosed him with prostatitis and prescribed him antibiotics. The end user further reported that crystals and sediment, which develop during the utis, blocked the catheter drainage eyelets and he needed to use a new catheter to drain his bladder. The end user did not report any damage to or breach in the catheter packaging.